Event description:
It was reported that in the pump both the air sensor and dso seal are unattached and falling off during testing. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation with physical damage noted. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection confirmed damage to the upstream occlusion (uso) and downstream occlusion (dso) seals. Functional testing confirmed the complaint. The dso seal was replaced and the air in line sensor was reattached to correct the issue.